Event description:
Approximately 6 days after voluntary participation in a transcranial doppler (tcd) diagnostic ultrasound exam a male hospital employee notified the hospital about having headache & vision problems which he attributed to the exam. The employee was subsequently prescribed reading glasses. The technologist was not notified by the employee of any discomfort during or immediately following the exam. The technologist reported all the protocols for performing the tcd exam were followed, all system performance indicators were normal, and that it was unlikely the tcd exam contributed to the reported event. The system remains in normal service at the hospital.

Manufacturer narrative:
During the initial investigation, the company has been unable to find any instances of a reported complaint or medical study, linking the use of diagnostic ultrasound to sudden onset refractive changes or sudden onset presbyopia in the eye. While the initial evaluation of the clinical literature and known risks of mechanical or thermal damage associated with diagnostic ultrasound, leads us to the conclusion that the use of the device was unlikely to have contributed to the described incident. The system will be evaluated within the next 60 days to determine if the device is operating within the manufacturing specification.